Event description:
Additional information was received following the alert the patient was seen in clinic and the lead was evaluated. Normal impedances were observed at that time. No further action will be taken. There were no adverse patient effects.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed and this lead was surgically abandoned. The physician felt the high pacing impedance measurements were due to stress on the lead caused by pocket and first rib placement. This device remains in service. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating high out of range pacing impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.